Event description:
Per the clinic, the patient experienced a skin breakdown and drainage at the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics on (B)(6) 2021 (duration not reported). However, the issue could not be resolved. The patient was treated again with topical and a combination of oral antibiotics on (B)(6) 2021 (specific duration not reported) without any improvement. The patient then underwent a surgical procedure on (B)(6) 2022, to close the wound and was treated with oral antibiotics post surgery. The implanted device remains.